Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during the initial inflation at 6 atmospheres for 1 second, the balloon ruptured. The device was removed, and the procedure was completed with different device. There were no patient injuries reported and the patient was in good condition post procedure.

Manufacturer narrative:
E. Initial reporter facility name: (B)(6) medical center. Device evaluated by MFR: the returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. A visual examination of the device was performed and revealed no damage. A microscopic examination of the device revealed a pinhole at 23 mm from the tip. No other damage or irregularities were presented on the inspection of the remainder of the device.

Manufacturer narrative:
E. Initial reporter facility name: (B)(6) medical center.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during the initial inflation at 6 atmospheres for 1 second, the balloon ruptured. The device was removed, and the procedure was completed with different device. There were no patient injuries reported and the patient was in good condition post procedure.